Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient requested instruction to change programs because the patient was having uncomfortable/painful stimulation: shooting pains down their leg and it was affecting how they walked. The patient reported if she turns the stimulation down it doesn't help her bladder but if she turns it up and it reaches a certain point then she experiences this pain. Patient reported this threshold was different on every program. Patient services walked the patient through a program change for p2 at 1.7 volts to p3 at 1.4 volts. The patient reported they could feel the stimulation at 1.4 volts. The patient also mentioned that when she increases stimulation she loses the feeling of the stimulation. It was reviewed wi th the patient that they should base the effectiveness of their therapy on whether or not she is getting symptom relief not on whether she can feel stimulation or not. Patient was advised to contact their doctor with any therapy related concerns. No further complications were reported or are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.